Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental form will be completed. T:slum user guide indicates, pump is to be used with individuals 12 years of age or greater, pt is (B)(6) old.

Event description:
It was reported that the touchscreen was cracked and is now unresponsive. Customer had elevated blood glucose levels.